Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak and air bubbles. Customer¿s blood glucose level was 220 mg/dl. Customer advised the leak occurred while trying to fill the reservoir from the insulin vial. Troubleshooting for the reservoir leak was performed. Customer was not sure if the leak was passed the first or 2nd o ring. Customer advised they had a small air bubble midway up the reservoir and another on top of the plunger. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.